Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error log. The fse noted the main arm nozzle was difficult to push up. The fse lubed the nozzle and performed a system test. No system errors were noted. The customer performed quality control (qc) and results were within the acceptable range. The aia-2000 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 12 nov 2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-2000 operator's manual states the following: [3011] specimen diluting solution shortage cause: a shortage of specimen diluting solution was detected. The measurement result will be flagged (ls flag). Solution: replenish the specimen diluting solution and retry measurement. The probable cause is attributed to the main arm nozzle requiring lubrication.

Event description:
A customer reported receiving error 3011 specimen diluting solution shortage and error 2061 tip detachment failure by main arm on the aia-2000 analyzer. Technical support had the customer verify for any caps left on the diluting solution; none were identified. The customer was then instructed to remove the tip from the main arm and perform an all set home function. A control run was attempted; however, the errors returned. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of luteinizing hormone ii (lh ii), intact parathyroid hormone (ipth), follicle-stimulating hormone (fsh), and prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.